Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and reached out to their health care provider in order to obtain back-up. Multiple follow-up attempts were made to confirm that the customer was successful in obtaining the back-up therapy; however, no response was received.